Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 180 mg/dl, 81 mg/dl, and 311 mg/dl, 180 mg/dl, 386 mg/dl, and 91 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter alleged the customer obtained the results of 400 mg/dl, 200 mg/dl and 139 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.